Event description:
One device reported as having an alleged false negative result. The complainant performed a lucira test (B)(6) 2022 the morning prior to taking a flight to shanghai and received a negative result (reported asymptomatic). Complainant performed a rapid antigen test (rat) on the same day in the evening with a negative result. Upon arrival to shanghai (B)(6) 2022, the complainant took a pcr test with a positive result. Two additional rat tests were performed prior to the return flight to new zealand with positive results reported symptomatic (B)(6) 2022. The complainant has not taken an additional pcr test upon return to new zealand.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false negative) was completed. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. The complaint rate for false negative is under the expected threshold of 8% (label claim)/4% (internal warning limit). Lucira health will continue to monitor trends related to false positive results. Investigation information (lucira test, rapid antigen test, pcr test): the complainant reported performing a lucira test (lamp molecular test) and a rapid antigen test (rat) with negative results (B)(6) 2022. There was approximately a 24-hour time difference from the performed lucira test in new zealand and a pcr test taken upon arrival to shanghai, china (B)(6) 2022 with a positive result. Prior to the flight to shanghai, the complainant reported to be asymptomatic. The complainant reported to be symptomatic the morning after the arrival to shanghai (B)(6) 2022. Since the pcr upon arrival to shanghai, the complainant performed two additional rat tests with positive results. There is a possibility that the complainant could have been exposed to the virus on the flight to shanghai. However, with the limited information provided, it is unknown. Lucira health will continue to monitor trends related to "false negative" results in accordance with post-market surveillance process. Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under (B)(4) check-it.